Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo, chronic total occlusion in the proximal right coronary artery with mild calcification, a 3.5x23 mm rx xience xpedition stent delivery system (sds) was advanced and the stent was implanted. Post stent implant, the mid to distal shaft of the sds separated into two pieces when the balloon was just inside of the 6f non-abbott guiding catheter. Reportedly, no resistance was felt with the guiding catheter during withdrawal prior to the separation. The separated stent system and the 6f non-abbott guiding catheter were removed as a single unit from the patient anatomy. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.